Event description:
It was reported that the customer experienced a blood glucose (bg) level of 652 mg/dl, cause was unknown. Due to the bg level the customer experienced "vomiting" and ketones (size unknown) that a healthcare provider identified as life threatening. Customer went to the emergency room (ER) and was admitted into the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was released from the hospital on 5/31/2026 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.